Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery (lot 19029-0099-p) was dead and won't charge in either the device or the cadex charger. There was no patient involvement.